Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the improper connectivity and module control board of auxiliary drawer 7. A field service engineer unseated and reseated all ribbon connections at rear of auxiliary cabinet. Further replaced controller board 151903-01 in auxiliary drawer 7 in order to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had drawer failure. User stated that drawer not on bus and tried rebooting with no success. The user mentioned that there was a delay happened during dispensing a medication. There were no adverse events or injuries reported based on this event.